Manufacturer narrative:
(B)(4) final report the appropriate device details were provided. The manufacturing records were identified and reviewed. Parts conformed to material and dimensional specifications at the time of manufacture. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, was the correct follow-up protocol followed and an update on the patient post revision. The reporter stated that this information was not available. Based on this, no further investigation can be performed and the root cause remain unknown. This case is now considered closed. If additional information is provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. The appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, was the correct follow-up protocol followed and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex insert and locking bolt revision due to instability after 4 years. A thicker insert was implanted and the knee became stable